Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment. Further investigation concluded the patient notifier was likely damaged by MRI exposure.

Event description:
It was reported that a patient was unable to feel the vibratory patient notifier when it was tested in clinic.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes that the device was later explanted.